Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital with pocket erosion and infection. There was erosion of the skin from the pacemaker site and evidence of infection within the pocket. The physician explanted the pacemaker and right ventricular lead. The system was replaced with a leadless pacemaker. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.